Event description:
New information received notes the death was not related to the device or procedure, but to underlying health issues: pneumonia, acute hf, respiratory failure, and encephalopathy.

Event description:
There is no allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.